Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown failure message occurred on the receiver. No medical intervention was reported. Additional event or patient information is not available.